Event description:
During implant, while using the inspire tunneler, the external jugular vein was nicked causing bleeding. Physician applied pressure and cauterized the area to stop the bleeding. This resolved the issue.